Event description:
According to available information, this device required replacement due to a potential leak. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, and detached connector / inlet tubing were received for evaluation. No functional abnormalities were noted with the pump. Two separations were noted on the bladder of cylinder 1. These are sites of leakage. The separations have a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. No functional abnormalities were noted with the detached inlet tubing or connector. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed needle separation in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. The information received indicated there was a potential leak within the system. Based on the evaluation and information received, as well as the brief period in-vivo, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.